Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at concentration of "50 mg", dosage of 14 mg and clonidine at concentration of 273 mcg and dosage of 81 mcg via an implantable infusion pump for the treatment of non-malignant pain, post lumbar laminectomy syndrome and spinal pain. It was reported that no issue was reported and the hcp wanted to do dye study to check catheter "patentency". Hcp was unable to aspirate catheter. There was no environmental/external/patient factors that may have led or contributed to the issue. The event date was 2018. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.